Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report. Retained by hospital.

Event description:
It was reported that the patient's left femur was revised due to collapse of the patient's existing femoral fracture. Rep confirmed there are no allegations against the implants. Surgeon reported complicating factors as patient emaciation with virtually no muscle, and patient non-compliance in terms of follow-up visits. Patient was converted from a short gamma nail construct to a total hip. Rep was not present for the procedure. Rep reported that no further information is available. Procedure was completed successfully with no surgical delay reported.